Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction was caused by drawers and fixed pockets not detected on the bus. The field service engineer reinserted pockets, loaded pockets and tightened the barcode scanner to resolve the issue. The contact information was kept blank due to the reported issues that were found by the field service technician while on site. The system functioned as intended after the field service engineer troubleshooted the device. Preventative maintenance was performed on the device.

Event description:
It was reported when using the pyxis medstation es system that it had a cubie failure, and the device pockets not detected on bus main unit. The customer reported that issue occurred when dispesning medications to the patient. There were no adverse events or injuries reported based on this incident.